Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a52300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient reported that they needed to turn up their therapy. The patient said that they had an appointment with their doctor's replacement on (B)(6). The patient said that their original doctor retired on (B)(6). The patient said that they had the implant in (B)(6) 2025. The patient said that they had a fall after the implant was implanted and they fell right on top of where it was installed. Patient said that it was working properly because they didn't feel very much of anything when they increased the strength. The patient said they need help to turn it up. The agent reviewed and assisted the patient to connect to their therapy. The patient confirmed they were connected to their therapy over the phone. The patient increased their stimulator at program 6 but saw a message "the system is operating at maximum settings. Therapy cannot be increased" at level 1.0. The patient had used all the programs but they could not go pass level 1.0 as the message the system is operating at maximum settings. Therapy cannot be increased appears on the screen. The patient also encountered the message "operation failed", the patient also said that they could not feel any sensation when they increased the therapy. The agent redirected the patient to their doctor to further discuss. The patient also stated that they needed to get an MRI. The agent reviewed MRI guidelines and eligibility.